Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 3000 mcg/ml at 938.8 mcg/day and bupivacaine 10 mg/ml at 3.129 mg/day via an implanted pump for non-malignant pain and chronic low back pain. The pump logs were provided examined (B)(6) 2018 (last change (B)(6) 2018) showed multiple motor stalls occurred. The first stall occurred on (B)(6) 2018 at 21:05 and recovered on (B)(6) 2018 at 01:36. Another stall occurred on (B)(6) 2018 at 04:36 and stopped pump period may exceed tube set message occurred (B)(6) 2018 at 04:36. The patient reported hearing the pump alarm on (B)(6) 2018 around 9:30 pm. Beginning around 11 pm she began having diarrhea, increased pain, and shakes. It was noted the patient was scheduled for replacement on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed and no actions/interventions taken. The issue was not resolved at the time of this report and the patient¿s status was unknown, but would follow up for more information. The patient had a medical history of stroke, congestive heart failure, osteomyelitis and sepsis. The patient¿s weight was 70.85 kilograms and medications included: ambien 10 mg, amitriptyline 50 mg, elavil 50 mg, fentanyl transdermal, lasix 40 mg, omeprazole 20 mg, plavix 75 mg, advil 200 mg. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s pain pump was replaced. The pump and catheter were returned to the manufacturer.